Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service manual operational and diagnostic analysis does not confirm the reported issue of the screen being blank. Unrelated to the customer's complaint the unit displayed a 200ref47 error code, this was corrected by reseating the cpu board which was partially disconnected. The top plate was replaced because it was heavily scratched. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device¿s serial number. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported prior to surgery the vapr vue generator screen was blank. Another unit was used to complete the procedure. There was no surgical delay or patient harm. This report 1 of 1 for (B)(4).